Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
The patient was hospitalized due to an infected infusion site which was surgically removed and treated with intravenous antibiotics.